Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor was unable to power on and was drawing 80 ma. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fracture connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor would not power up. The patient was issued a replacement monitor.